Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, the patient was found by his wife on the floor at the bottom of their stairs. An ambulance was called and the patient was transported to the emergency department for treatment. The specific treatment received was unknown for reporter. The patient was discharged and returned home after a period of two to three days. At the time of the report the patient was fine. At an unspecified time of the event the cgm reading was 4.6 mmol/l and the bg reading was 35.6 mmol/l. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.